Manufacturer narrative:
Block e1: facility address: (B)(6). Section e: this event was reported by the distributor. The physician is: (B)(6). Block h6: medical device code a050501 captures the reportable event of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only one the handle assembly was returned with the device and the ligator head was not returned. It was also noticed that the slack was correctly taken up; however, the trip wire was not secured in the handle slot when received. The suture was intact and it was attached to the distal trip wire loop. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage was observed to the handle assembly and no other problems with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot as mentioned in the IFU. This condition could have affected the overall performance of the device causing the trip wire to slip through the handle assembly and contribute to an inaccurate deployment of the bands. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the biliary duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2021. During the procedure, the device could not be deployed. It was reported that there was no difficulty experienced upon setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the biliary duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2021. During the procedure, the device could not be deployed. It was reported that there was no difficulty experienced upon setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(6). (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.